Manufacturer narrative:
(B)(4). The returned guide wire had its core, composed of the core wire and inner coil wire, fractured at approximately 45 mm distal to the solder which was set at 50 mm proximal to the wire tip so as to fix the coils to the core. At approximately 42 mm distal to the solder, the coil wire was fractured. Microscopic observation of fracture revealed the core wire was twisted by accumulated torsion. Tensile stress was assumed to contribute the inner coil wire fracture as necking was observed on the fractured end. The coil wire showed a trace of fracture by twisting stress generated when coils were straightened. Measurement of the returned guide wire suggested that approximately 4 mm of the core and approximately 8 mm of coils were missing. Lot history review revealed no anomaly relating to the reported event. Complaint review found one similar malfunction was reported on the same lot. The similar case was attributed to anatomical condition and excess torsion that was applied while the guide wire was being trapped by a heavily calcified cto. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the wire tip was being trapped by the severely calcified cto, leading the core wire to become fractured. The coil wire and the inner coil wire were then assumed to be fractured upon wire removal by excess stress. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] damage (break apart).

Event description:
It was reported that an asahi guide wire became fractured during a ppi to treat a heavily calcified cto in the right sfa. The guide wire was advanced in attempts to cross the lesion but went into a false lumen. While the guide wire was left in the false lumen, a 0.035 inch guide wire was advanced parallel and went into the true lumen. Then the physician removed the guide wire in the false lumen when resistance was felt. The guide wire was forcefully removed and became fractured at the distal segment. The separated wire fragment was embedded in the false lumen under calcification. The physician decided to take preservative intervention and left the wire fragment in situ without retrieval. Ppi was resumed and blood flow was successfully reestablished by poba. The physician commented that the wire fracture was not related to the product's quality but his own procedural technique. The patient was fine without problem after the ppi.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.